Event description:
The surgeon implanted a silicone lens model aq2010v and was removed without patient injury. After the lens was implanted, the surgeon noticed debris on the lens. It was indicated that another lens was implanted. The model and lot numbers of the cartridge and injector are unknown.